Event description:
Hologic biozorb marker implanted on (B)(6) 2024 during lumpectomy. Adverse reactions noticed in breast starting about (B)(6) 2024 (swelling, hardening of breast, pain, discomfort, skin stretching, etc.). Dr. Visit at (B)(6) hospital suggested follow up mammogram and ultrasound. Which confirmed implication of the biozorb marker. On evening of physical exam, a letter from (B)(6) health and hologic with notification that the biozorb marker could have those possible side effects. In follow up analysis it was found that the biozorb marker had been recalled early in 2024 by the FDA (class 1) and in (B)(6) of 2024 directives for providers to follow up with patients to monitor with patients (nothing was done in this area. Till the (B)(6) health letter dated (B)(6) 2024). Results of mammo and us confirmed biozorb implication.